Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 291 mg/dl, 186 mg/dl, 143 mg/dl, 120 mg/dl, 158 mg/dl and 132 mg/dl when all tests were performed within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.